Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient's implant battery pack hurts, and that it hurt a little after implant however it had gotten worse over time. Patient stated that it depends on where it is sitting as it moves around a lot which it had done since implant as well. Patient mentioned they had an appointment (B)(6) 2018.

Manufacturer narrative:
Product event summary #ins moving: evaluation determined that investigation is needed because it was reported that the implant battery pack moves around a lot. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not needed because the issue identified in this event is a known inherent risk as disclosed in product labeling, and additional investigation is not needed. Supporting event information used to determine the issue was a known event includes the implant battery pack moving around a lot. Common sequences of events and contributing factors that can lead to the known event are documented in the risk management file. Feeling stimulation once in a while: investigation summary - it was reported that , once in while, they still felt a "tingle" (stimulation). As the event was reportable to a regulatory authority and indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. The event was investigated to determine cause. As the device was still in use at the time this investigation was completed, no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that there was insufficient information to determine the cause of the event. Although sacral nerve stimulation therapy does not require the patient to feel stimulation in order to receive therapy, there is no indication that the patient was receiving effective therapy. Was not reported to the manufacturer, and was unable to be obtained through follow-up requests. Should additional information become available at a later date, the investigation will be re-opened and updated accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that they saw the doctor and he said it was ok. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they were unsure what led to their ins moving although they mentioned they had a small fall in (B)(6) 2017. Their doctor looked at the device and stated that it was supposed to move. The patient stated that ¿it is not constant, just if she gets in a certain position and it is in a certain position¿. They also reported the device hurt. In addition, the patient had been going a lot at night (4-5 times) and, once in a while, they still felt a ¿tingle¿ (noted as stimulation). They had been drinking a lot more water. The patient inquired about changing programs. There were no further complications reported or anticipated.